Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event.

Event description:
The patient reported experiencing dizziness. The device was interrogated and noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Provocative maneuvers were performed; the noise was reproduced. The device was reprogrammed as an intermittent resolution. The patient was stable.